Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b5, g3, g4, g7 additional: h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: tibia cemented 5 degree stemmed; p/n: 42532006402, l/n: 63101590, femur cemented ps; p/n: 42500006002, l/n: 63031148, articular surface fixed bearing ps ; p/n: 42521400513, l/n: 62707963, all poly patella cemented; p/n: 42540000029, l/n: 63038616. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to tibia loosening. All products were removed and replaced with competitor products. No additional patient consequences were reported.